Manufacturer narrative:
Lot #: this information was not provided during initial report. Additional information has been requested. Approximate implant date was (B) (6) 2009. Implant remains in patient. Synthes is unable to determine manufacturing site or manufacturing date without a lot number. Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided.

Event description:
Worker with pain alt column relieved 100% by injection. Decided to try tmt fusion using x plus hcs. Used torque limiting device on the colibri. Screw noted as backing out. No prolonged walking and no running. Patient is still using cane and cam boot. This is the 1st of 2 reports submitted on this event.